Event description:
It was reported that there was a three hour delay of a chemotherapy infusion for cisplatin. The infusion started on 6may2024 at 15:24 with a rate of 20.8ml/hr. There was no information on patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b15 - analysis of information provided by user/third party. Additional information: imdrf annex b code.

Event description:
It was reported that there was a three-hour delay of a chemotherapy infusion for cisplatin. The infusion started on (B)(6) 2024 at 15:24 with a rate of 20.8ml/hr. There was no information on patient harm.

Event description:
It was reported that there was a three-hour delay of a chemotherapy infusion for cisplatin. The infusion started on (B)(6) 2024 at 15:24 with a rate of 20.8ml/hr. There was no information on patient harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: concomitant med prod data (8015), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of cisplatin was confirmed through a review of the device logs. The extended length of time of the infusion, and amount of medication infused, was a result of the user programing multiple increases of vtbi. ¿ the logs identified that on (B)(6)2024 at 3:24 pm, a remote intravenous (IV) infusion was received and started with a rate of 20.83ml/hr, and a volume to be infused (vtbi) of 500ml. Primary volume infused (pvi) was recorded as 3973ml. ¿ between 9:24 pm on (B)(6)2024 and 12:30 pm on (B)(6)2024, the device alarmed occluded patient side twelve (12) times, with the infusion restarted after each alarm. ¿ between 2:31 pm and 5:56 pm, the vtbi was increased three (3) times with each infusion successfully completing with keep vain open (kvo) alerts on schedule. ¿ at 6:25 pm, the vtbi was increased 10ml. The pvi was recorded as 4529.41ml. ¿ at 6:47 pm, the device alarmed air in line (ail) and the user channeled off the unit. The pvi was recorded as 4536.88ml. ¿ the review of the suspect pcu and suspect pump module error logs showed no errors or malfunctions on the incident date for the devices. ¿ inspection and testing of the devices could not be performed as they were not returned for investigation. ¿ the bd alaris system user manual has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The manual also provides the necessary information to change the occlusion pressure limit, up to 525mmhg. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of cisplatin is being attributed to a user programming error. A review of the logs confirmed the pump module device was programmed for initial infusion at a rate of 20.83ml/hr with a vtbi of 500ml, for a total duration time of 24 hours. The vtbi was increased four (4) times during the infusion for a total volume infused of 563.88ml, with a total duration of approximately 27 hours and 24 minutes.